Event description:
It was reported that during a routine pump replacement, the pump connector rim was cracked when removed from the pump. There was no indication that it was not properly connected up until that point. It was repaired with a proximal repair kit. The patient status was reported as ¿alive-no injury¿. The pump was delivering gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8703, lot# j93126004 implanted: (B)(6) 1994, product type catheter. (B)(4).